Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The 5.0mm flexible shaft (p/n 352.040 lot 2574432) was received showing no visual defects or deformities across the instrument. Functional testing could not be completed as the mating reamer head and reaming rod with ball were not returned. No visual defects or deformities were observed that may have supported the functional complaint. This complaint is unconfirmed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint condition is unconfirmed for the 5.0mm flexible shaft (p/n 352.040 lot 2574432) as no visual defects or deformities were observed that may have supported the functional complaint. No definitive root cause could be determined for the reported complaint condition. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 352.040. Lot: 2574432. Manufacturing site: bettlach. Release to warehouse date: 26.feb.2010. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient code no code available used to capture the patient¿s trochanteric femoral nailing system advanced (tfna) surgery . The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric femoral nailing system advanced (tfna) procedure on (B)(6) 2019, a flexible reamer shaft was binding on the unknown ball tip guide wire when an unknown reamer head was attached to the shaft. The reamer shaft was then marked and not used. Another reamer shaft was used out of the reamer set. There was a surgical delay of 2 minutes. The procedure was successfully completed. Patient outcome is unknown. Concomitant device/s reported: unknown reaming rod with ball tip (part# 351.706s, lot# unknown, quantity# 1). This is report 1 for 1 (B)(4).